Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient has a history of decreased sensing values and increased impedance on the ra (right atrial) lead. The patient had a CT (computed tomography) scan showing ra lead perforation thus presented for a lead replacement procedure. At the start of the procedure, a contrast venogram was performed showing occluded left subclavian vein. The case was suspended for a veinoplasty. The lead remains implanted and physician elected to revise the lead for a future date. The patient was stable.

Event description:
New information received notes that the lead was capped and replaced on (B)(6) 2019. The procedure was successful. The patient was stable.

Event description:
New information received indicates that loss of atrial capture was also noted.